Manufacturer narrative:
This event occurred in (B)(6). The customer performed an ise check, but had unstable and out of range results. It was determined that the ise pinch valve tube deteriorated. The field service engineer performed preventative maintenance, and performed additional ise checks. The ise checks were ok. He performed calibration, and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 4000 c (311) stand alone system. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing for confirmation on their backup analyzer. The patient's initial na result was 208 mmol/l, and the patient's repeat na result was 132 mmol/l.